Event description:
It was reported that during preparation for a coronary drug-eluting stenting treatment procedure, stent dislodgement and stent damage occurred. While the physician was prepping the device outside the patient it was noted that there was no stent on the balloon. The stent was located on the wire mandral and it appeared to be damaged. The procedure was completed with another of the same device and there were no patient complications. This product is only ous approved but it is similar to an approved us device

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)